Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In late 2008, the patient's wife reported that the patient's blood glucose has been consistently elevated to over 500 mg/dl for two weeks and has not been lower than 350 mg/dl. The patient's target blood glucose level is 200 mg/dl. The patient's wife blamed the issue on being prescribed "the wrong kind of insulin" and that the patient had been under a lot of stress. She stated that the patient is reporting to the physician's office daily and they are working to correct the patient's basal rates with a proper insulin. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.